Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10-may-2019 with the following findings: a review of the pump black box data showed frequent low battery warnings and replace battery alarms. During a visual inspection of the pump, there was moisture visible in display. Current draws were found to be high and out of specification. A leak test was performed revealing leaks in the pump case. The pump case was removed and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.